Manufacturer narrative:
A visual inspection was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported resistance during advancement could not be determined. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The resistance met during use likely contributed to the suture detachment. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, the proglide device was difficult to advance into the anatomy and a suture break occurred when the plunger of the proglide device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.